Manufacturer narrative:
Follow-up # 1 date of submission 8/24/2016 device evaluation: the device has been returned and evaluated by product analysis on 8/01/2016 with the following findings: a review of the pump¿s black box data showed no evidence of a short battery life. There was one low battery alert observed in the history due to normal battery wear. During visual inspection of the pump, it was observed that the battery compartment was cracked and the audio bolus button was damaged but it was still responsive during the investigation. The pump¿s electrical current draws measured within specifications. The investigation was unable to duplicate the original ¿battery life¿ complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.